Event description:
A report was received that the patient had developed an infection at the pocket site. The physician prescribed oral antibiotics but the infection remained, so the ipg was explanted. The infection cleared but then reappeared and the leads were removed on (B)(6) 2012. The infection continued and an x-ray revealed that a portion of the lead was left in the epidural space. The patient went to the ER where it was determined that he had a hypodermis infection and the patient was prescribed anti-inflammatories. A minor procedure was performed to remove the remaining electrode on (B)(6) 2012 and the infection resolved. The infection is procedure related. No further details were provided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), model description: linear st lead with preloaded enhanced stylet - 50 cm. Model #: sc-2218-30, serial #: (B)(4), model description: linear st lead - 30 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.